Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15939791 was performed from the date of manufacture, 09-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 15928534 was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp had been misaligned with the srm, causing the door to not close. The field service engineer aligned the hasp properly with the smart remote manger (srm), so it latched smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer experienced a failure with the remote manager in which the rm would not close due to a latch malfunction. The customer stated that the latch was not moving when attempting to close the refrigerator door. A reboot of the station was performed, but the issue persisted. Upon inspecting the rm lock, the customer confirmed that the latch was not engaging to secure the rm. The customer also reported that the internal temperature was increasing. As a precaution, the customer removed the box from the refrigerator. The latch and closure failure required service intervention to restore proper function and temperature control. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.